Event description:
(B)(4) almost immediately I started hemorrhaging, then came the sudden pain in my left side if I moved just right like something would get caught. I was diagnosed later with chronic intercystial cystitis, I have problems taking meds I have taken for years with severe allergic reactions. I have constant hair loss, fatigue, depression, anxiety and have an allergic reaction now to vitamin d which I am severely deprived of. My device was implanted with my insurance at the time.